Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had failed the therapy delivery test. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2018-08218. Device investigation is pending further information and/or return of the device.